Event description:
This patient experienced a cardiac arrest and expired eight days after having tw cypher stents implanted; one in the proximal left anterior descending (lad) and one in the proximal right coronary artery (rca). This patient was admitted to the hospital with a chief complaint of acute non-st elevation mi. The patient was currently taking aspirin, beta-blockers and statins. The patient was taken electively to the cardiac cath lab, where angiography revealed a 95% de novo, ostial lesion in he proximal lad and an 80% de novo, lesion in the proximal rca. A bolus of heparin was administered via IV. A loading dose of 600mg plavix was given by mouth. Of note, no gp iibiiia's were administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with a 2.5 x 15 mm ratorrail balloon inflated to 15 atms. A 3.0 x 13m cypher stent deployed to the lad to 18 atms. The rca lesion predilated with a 3.0 x 20mm raptorrail balloon inflated to 15 atms. A 3.0 x 23mm cypher stent was deployed to the rca to 16 atms with satisfactory results. The stent was not post-dilated (deployment pressures are unknown). Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on the same pre-procedure medications with addition of plavix. The patient was hospitalized for a total of 5 days.